Event description:
The device was used during an unk procedure. It was reported by the affiliate that after removing the anvil the staples fell out. The staples fell out prior to taking away the safety lock and without firing the device. There was no pt consequence.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of an instrument, it was noted that the staples were protruding halfway out of the staple pockets. It could not be determined as to how or why the staples were protruding. The staples were reinstated back into the staple housing and a vigourous tap test was performed with no protruding staples noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Co strive to understand each incident as it is reported in order to continuously improve co's products.